Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked at the end of the line above where a closed system transfer device was connected. This was identified before use. The vincristine dose was returned to the bag and the pharmacy remade a new dose. There was no patient involvement. No additional information is available.